Manufacturer narrative:
The ge service rep replaced the cpu. This required an upgrade of the system interface pcb, image processor pcb, display adaptor pcb, the u3 chip on the video controller, the eeprom on the motron pcb, a new hard drive and upgrade the software to release 29. He reloaded the flash memory and calibration files on system. Machine fully functional.

Event description:
The customer reported that the system would not boot. No pt injury was reported.